Event description:
A field service engineer (fse) was at a customer site servicing their alinity m instrument. While performing cleaning of extraction unit 3, the fse's hand was cut through their glove on the iru (integrated reaction unit) bracket of the extraction unit. The fse was wearing full ppe (personal protective equipment) during cleaning. The fse's right index finger, top knuckle, was cut through glove. The fse noticed the cut begin to bleed and removed the glove and began to thoroughly rinse and wash the cut in the sink. The fse repeated hand washing and flushing of the cut and then used hand sanitizer to disinfect hands. The fse then secured the cut with a bandage and gloves. The extraction unit was then thoroughly disinfected. On (B)(6) 2022, the fse provided an update on their health management. The abbott incident hotline was called and the fse was instructed to go to ER (emergency room) for baseline testing and any recommended actions. The fse stated that when asked by the ER if they wanted to take prophylactic medication for hiv, they were instructed to accept the medication prescription and have been taking it as instructed since friday, (B)(6) 2022. No stitches were required as there was a small cut across the index finger akin to a paper cut.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a quality data review, instrument analysis, and a complaint history review. Investigation is summarized as follows: quality data review: nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to an injury sustained while cleaning the extraction unit on an alinity m system, ln 08n53-02, as documented in complaint ticket under review in this investigation. The query did not find any quality records, from the last 2 years previous to the complaint entered date, related to an injury sustained while cleaning the extraction unit on an alinity m system. A review of current labeling concluded the operations manual and service manual provide sufficient information to address the issue under review in this complaint investigation. Instrument analysis: a visual and physical inspection of 3 instruments in house at abbott molecular, located in des plaines, il, revealed the iru (integrated reaction unit) brackets of the extraction units were rounded and smooth, and contained no sharp edge. The physical inspection was conducted by applying force to the edges of the iru brackets, while rubbing fingers along the edges in a back and forth sweeping motion and up and down sweeping motion, as would be done during cleaning of the part. The overall product as designed continues to meet safety standards regarding sharp edges. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of an injury sustained while cleaning the extraction unit on an alinity m system, ln 08n53-02. The complaint history review found the complaint ticket currently under investigation is the sole complaint ticket related to instances of an injury sustained while cleaning the extraction unit on an alinity m system, within the last 2 years of the complaint ticket entered date. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.